Event description:
It was reported that during the crossing attempt, difficulty advancing the 2.5 x 18 mm xience prime stent delivery system (sds) was experienced. Several forced attempts to cross were made, during which the proximal shaft became kinked and subsequently separated. The proximal shaft separated at the middle of the hypotube, which was outside the patient anatomy. There was no clinically significant delay of procedure reported. No adverse partient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation likely contributed to the reported shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.